Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to wear and tear; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-6480 dw arthroscopy fluid management device had a software issue. The touch screen would intermittently stop working and it would also stop responding to the remote control. The nurse would reboot the pump and it will then begin working. The circulator said it has been going on for a while. This was discovered during use with no impact to the patients.